Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads of a closure top were damaged/sheared off during tightening within surgery. The closure top was removed and replaced with an alternative closure top. There was no report of patient impact associated with this event.

Manufacturer narrative:
The returned closure top was evaluated. The threads were found to have fractured off and the hex drive feature was slightly deformed. The cause of the cross-threading was found to be related to a misalignment of the extender sleeve with the tulip head of the pedicle screw. The slight deformation of the hex is likely related to high torque values applied to the closure top during attempted assembly through the misaligned components. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device installation.